Event description:
Report received of clave port rendered nonfunctional when ims lidocaine syringe attached. Received anonymous report via usp reporting network which states: "the ims lidocaine product was found to damage the clave injection port on abbott lifeshield IV sets of several attempts, making the clave port dysfunctional and occluding the IV line. Upon further investigation, it was determined that the "needleless" luer lock mechanism of the ims "stick-gard" product was incompatible with that of the abbott "lifeshield option-lock" syringe products from the medical center." The product used to access the port was lidocaine hcl injection, 2%, mini-jet luer-lock syringe, 100mg/5ml, lot #de-027-c9, and expiration date of 2/2001.further pt info was requested but no further info had become available.